Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Physician went to start an arterial line, prior to using on a patient , they did a guide wire check by advancing the wire. A bend in the guide wire was noted during pre-testing. The device was not used. Another device was obtained for patient use.

Manufacturer narrative:
(B)(4).

Event description:
Physician went to start an arterial line, prior to using on a patient , they did a guide wire check by advancing the wire. A bend in the guide wire was noted during pre-testing the device was not used. Another device was obtained for patient use.